Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the zipper of the shoulder pack is causing damage to the strain relief. The site further noted that the swivels and the carabineers of the belt of the shoulder pack are wearing out. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The shoulder pack of unknown serial number was not returned for evaluation. The reported event could not be confirmed from the available information. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged shoulder packs can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.